Manufacturer narrative:
Correction : imdrf annex g codes. Omit: g0200802 - software interface.

Event description:
It was reported that the device had new security issues called log4j. There was no patient involvement.

Manufacturer narrative:
Omit : g0200802 - software interface, c22 - appropriate term/code not available. Correction: common device name, medical device type, medical device catalog #, PMA / 510(k)#. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had new security issues called log4j. There was no patient involvement.

Event description:
It was reported that the device had new security issues called log4j. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.